Manufacturer narrative:
(B)(4). Device evaluated by MFR.: f/g, promus element, mr, ous 2.75x32mm stent delivery system (sds) was returned for analysis. A visual and microscopic examination of the crimped stent found proximal stent damage. The proximal stent was damaged and stretched proximally over the proximal marker band. The undamaged section of the crimped stent od (outer diameter) was measured and was within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube identified no issues. A visual and tactile examination of the shaft polymer extrusion found no issues. A visual and microscopic examination found that there was damage to the tip, it was stretched. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 19-apr-2017. It was reported that crossing difficulties were encountered.   Vascular access was obtained via the right femoral artery. The 90% stenosed, 2.75x32mm, concentric, de novo target lesion with a bend of <=45 degrees was located in the mildly tortuous and mildly calcified left anterior descending (lad) artery. After a non-bsc guide wire and 6fr guide catheter were advanced, pre-dilatation was performed with a 2x10mm non-bsc balloon catheter resulting to 75% residual stenosis. A 2.75x32mm promus element ¿ drug-eluting stent was then advanced but failed to cross the lesion. Pre-dilatation was performed again with the 2x10mm non-bsc balloon catheter and the 2.75x32mm promus element ¿ drug-eluting stent was re-advanced but still failed to cross the lesion. The lesion was dilated again and the 2.75x32mm promus element ¿ drug-eluting stent was re-advanced with buddy wire support but still failed to cross the lesion. The procedure was completed with a 2.75x32mm non-bsc stent. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed proximal stent damage.